Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently (B)(6) 2025. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2026. It has been reported that there was a difference in readings of 60-70 points. Data was evaluated and the allegation was undetermined. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.